Manufacturer narrative:
The approx age of the device is 7 months. The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. (B)(4) was received for investigation. Correspondence with the biomedical engineer indicated that the pt had a cv hemorrhage that lead to brain death and the pt expired. It was also noted that the pt had a history of being non-compliant with his anticoagulation and that the issue was not device related. The pump was working normally during the pt's stay at the hosp. No abnormal parameters or alarms were reported. Lab values indicating pump malfunction were negative.